Event description:
Hosp reported, having a pt intubated and the one-way valve on the trach t-piece stuck. Reportedly, they removed the trach t-piece and bagged the pt only a couple of breathes because the pt was able to breathe on his own. According to the hosp, they increased the flow to 15 liter per minute, the trach t-piece was replaced and a popping sound occurred, the oxygen began to flow thru the trach t-piece and the valve unstuck. The trach t-piece was reattached to the trach tube and used for a short while before replacing the unit. According to the hosp, there was no harm to the pt.